Event description:
Sorin group (B)(4) received a report that during a procedure, when the clinician switched the s3 double head pump on, there was a cardioplegia pump runaway. Subsequently, an air embolus was introduced into the pt. The pump was immediately power cycled and the clinician continued the procedure without further issues with the pump.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure, when the clinician switched the s3 double head pump on, there was a cardioplegia pump runaway. Subsequently, an air embolus was introduced into the pt. The pump was immediately power cycled and the clinician continued the procedure without further issues with the pump. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.